Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the (B)(4) 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the laser stopped responding to the pedal pressure during the eighth surgery of the day. An error message stating secondary energy too low displayed. The procedure was completed the same day with no patient harm.

Manufacturer narrative:
The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).